Event description:
The angled long saber attachment overheated while being tested by the service tech during a routine field service maintenance visit. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
Visual and functional eval confirmed that the blackened dry broken down lubrication was affecting the bearings.